Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with the atrial lead exhibiting lead noise. There were no consequences to the patient and no changes were made. The clinic elected to continue to monitor the lead.